Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a right common iliac artery. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.